Event description:
During insertion of alcon sn60wf intraocular lens, the trailing haptic of the intraocular lens broke intraocularly. This was sucessfully retrieved and the entire lens cut and rotated out of the eye safely. Subsequently, a replacement sn60wf intraocular lens was replaced without incident.